Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the suction unit was not operating as expected. There was no report of patient involvement.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted that the user improperly connected the coupler.